Manufacturer narrative:
The customer¿s complaint of missing segments on display boards was not confirmed; however the majority of the returned pcb display boards were identified with various dim and slightly dim segments on various led modules during testing. Analysis results from 62 returned display boards confirmed faulty dim segments on most pcb led modules tested. The majority of the dim segments were noted on u4 led modules on the pcbs. It is suspected that customer¿s dim segments on the returned display boards identified during testing are most likely the observed failure reported on the complaint. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported faulty display boards with the missing segment. There was no report of patient involvement.